Event description:
It was reported that during a peripheral stenting treatment procedure, premature stent deployment occurred. The de-novo, 60mm in length target lesion was located in the 6mm in diameter superficial femoral artery (sfa). Another manufacturers' 0.035 guide wire was advanced and the lesion was pre-dilated. A 6x79x130 innova stent was then selected for treatment. However, as the stent delivery system was being advanced over the guide wire outside the patient the stent prematurely deployed. The stent was not used and the procedure was completed with another manufacturers' stent. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the thumbwheel lock and flushing luer in the as-manufactured position. The stent was protruding 16mm from the distal end of the delivery system. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, premature stent deployment occurred. The de-novo, 60mm in length target lesion was located in the 6mm in diameter superficial femoral artery (sfa). Another manufacturers' 0.035 guide wire was advanced and the lesion was pre-dilated. A 6x79x130 innova stent was then selected for treatment. However, as the stent delivery system was being advanced over the guide wire outside the patient the stent prematurely deployed. The stent was not used and the procedure was completed with another manufacturers' stent. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.